Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon evaluation, the trunk cable was pulled which damaged the j702 connector (trunk cable connector) inside the distribution node (dn). In addition, the cable connecting the dn to the rear therapy electrode (te) was pulled from the strain relief. The cause for the damaged j702 connector is excessive force placed on the cables. The source of the excessive force cannot be positively determined. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. The cause of the inability to power on was a ram failure (components u100 and u101) on the c/a board sn (B)(4). The ram components had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the damaged cable and connector. The patient received a replacement electrode belt. Manufacture date: electrode belt - 08/2012.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's monitor would not power on. When a patient service representative (psr) visited the patient to troubleshoot, the psr also reported a damaged cable on the electrode belt. The patient was issued a replacement electrode belt.